Event description:
Additional information received reported following the (B)(6)-2014 revision, the patient was checked in the hcp office and it was noted the new lead had migrated. A lead revision was performed on (B)(6)-2014. It was reported the patient was having alead revision on (B)(6)-2014. It was reported the hcp did not know why the lead migrated.

Manufacturer narrative:
(B)(4). No longer apply to this event. Upon further investigation, the removed codes apply to a previously reported event found in MFR report #3004209178-2014-03705.

Manufacturer narrative:
Product ID 977a275, serial# (B)(4), implanted: 2014 (B)(6); product type lead product ID 977a275, serial# (B)(4), implanted: 2014 (B)(6) product type lead product ID 977a275, serial# (B)(4), implanted: 2014 (B)(6); product type lead product ID 977a275, serial# (B)(4), implanted: 2014 (B)(6); product type lead. (B)(4).

Event description:
It was reported that the patient was not getting adequate stimulation in the area they needed. During the revision surgery, the surgeon had trouble advancing the leads in the cephelad direction in the area of the cervical spine that was thought to be able to give the best stimulation. The manufacturer representative spent an hour and a half reprogramming the patient and was capturing the area ¿south¿ of the desired dermatomal area with the stimulation. Additional information received reported the manufacturing representative met with the patient today. It was noted that impedances were tested and none were out of range. It was further noted that programming to get coverage needed was unsuccessful. The reporter stated that an x-ray was ordered to verify lead placement. Additional information received reported the issue was attributed to a lead dislodgement/migration and disconnect. It was reported a lead revision was scheduled for (B)(6) 2014. It was reported CT scan / x-rays were performed and results showed an electrode was separate from a wire within the posterior epidural space. It was reported, the patient was not having the relief to her right shoulder and upper arm she had experienced in the past. It was noted reprogramming failed to obtain pain relief over the distribution of her pain of her right shoulder in particular. The patient was noted to have pain from shoulder to neck and it was described as "throbbing, sharp, shooting and stabbing". It was reported, the patient had no stimulation.